Event description:
It was reported that versajet exact assy, 45 degree x 14mm didn't effectively cut tissue. It is unknown if s&n backup was available. No harm to patient reported.

Manufacturer narrative:
The device intended for used in treatment was returned for evaluation and we have established a relationship between the device and the reported event. A visual inspection was performed and showed the piston assembly was in a middle position. No visible blockages noted at output nozzle. Functional inspection was performed and showed the feed tube was attached to the water supply. Water flowed to the pump cartridge but did not flow out of the chamfer. The pump cartridge was disassembled. The low-pressure ball was seized within the low-pressure fitting because of rust. The root cause is identified as corrosion. The manufacturing records show no evidence that the product did not meet specification at the time of manufacture. The complaint history file contains further instances related to the reported event. This investigation is now complete with no further action deemed necessary. Smith and nephew will continue to monitor for any adverse trends relating to this product range.